Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information provided, a cause for the reported mitral valve insufficiency/regurgitation resulting in dyspnea cannot be determined. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention, medication required and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ degenerative mitral regurgitation (mr), flailed leaflets and a dilated left atrium for a mitraclip procedure. One mitraclip was implanted. A second mitraclip (cds0705-xtw, (B)(6)) advanced. While grasping, the operator noted that the anterior gripper was not dropping down. The clip was inverted and retracted back to left atrium. Per imaging, the gripper was stuck on the clip arm and was unable to raise. The device was removed from the anatomy without further issues noted. While testing the complaint device post-procedure, the gripper was stuck on the clip arm and unable to move. The clip had been replaced with another device to complete the procedure. Two additional mitraclips were implanted. The final mr grade was 2. The patient remained hospitalized for 4 weeks. On (B)(6) 2025 the patient presented with shortness of breath. It was discovered the mr grade increased to 4 and an 11.5mm atrial septal defect (asd) developed from the transseptal puncture and crossing of the mitraclip steerable guide catheter. Transthoracic echocardiogram (tte) and angiography were used during the procedure. A 12mm amplatzer vascular plug ii was selected for implant in between two mitraclips. It was determined that the size of the plug was not secure and did not reduce mr. Attempts were made to implant an 18mm amplatzer vascular plug ii and a 22mm amplatzer vascular plug ii, however both of these sizes were also determined to be unsuitable for placement. A 13mm amplatzer septal occluder was implanted, however the mr did not improve. The patient status was hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.